Event description:
It was reported that during a medical procedure involving a balloon catheter and a sheath, several issues were identified. The catheter was not recognized by the system, and the deflection mechanism of the sheath broke, leading to a loss of steerability. The doctor heard a snapping sound during deflection, after which the sheath could no longer deflect. To address these issues, the balloon catheter and the sheath were both replaced. The procedure was successfully completed using cryoablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: 12fcc13 sheath with lot number 0012253571 was returned and analyzed. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. The shaft and tip of the sheath were intact with no apparent issue. The steering mechanism and deflection test were performed. The shaft does not move and not bend. During dissection and inspection, the pull wire was observed to be broken inside handle. In conclusion, the sheath failed the returned product inspection due to a broken pull wire and side port tubing kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.